Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the knob is out of order, can't work, the software upgrade from 2.2.1 to 2.2.10 shows success, can't get to the normal working interface after reboot, and can't enter the service mode. Defective esm board. No patient involvement.